Manufacturer narrative:
User facility contacted magellan's product support team to report suppressed blood lead results on the leadcare ii blood lead analyzer when compared to reference lab results. Specifically, leadcare ii result was 9.9 g/dl vs. Reference at 15.0 g/dl and leadcare ii result was 18.1 g/dl vs. Reference at 21.0 g/dl. Visual inspection of the returned leadcare ii analyzer confirmed corrosion on the sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Magellan provided the customer with a new instrument, and additional training. No reported harm or injuries occurred as a result of this issue. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
User facility contacted magellan's product support team to report suppressed blood lead results on the leadcare ii blood lead analyzer when compared to reference lab results. Specifically, leadcare ii result was 9.9 g/dl vs. Reference at 15.0 g/dl and leadcare ii result was 18.1 g/dl vs. Reference at 21.0 g/dl.